Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the device returned in multiple pieces. There is multiple buckling to the outer and middle sheath. There are multiple kinks to the outer sheath. The rack is separated 10.6cm from the knob. There are multiple kinks to the proximal inner. The proximal inner was pulled from the clip. The inner liner separated from the clip and from the tip to the separation is 164.2cm. There is multiple buckling to the inner liner. The middle sheath is detached from the retainer. Microscopic examination revealed damage to the tip. The stent is approximately 11cm long. The stent is stretched/deformed and separated. The distal section of the stent is missing. Inspection of the remainder of the device, revealed no other damage or irregularities initial reporter facility name: (B)(6).

Event description:
It was reported that the stent elongated during deployment. A 6x120x130 eluvia drug-eluting vascular stent system was selected for a percutaneous transluminal angioplasty (pta) procedure in the 100% stenosed lesion located in the moderately tortuous and calcified left superficial femoral artery (sfa). During the procedure, the device was advanced into the patient over a non-bsc guidewire. The physician had difficulties deploying the stent and it was noted the stent was stretched. An additional eluvia stent was placed inside the stent due to the stretched stent. There were no patient complications reported. It was further reported that the device was advanced contralaterally over a 0.014 non-bsc guidewire inside a non-bsc 6 fr sheath. Following pre-dilation, the eluvia was attempted to deliver to the lesion, but failed due to calcification and severe tortuosity of the vessel. The device was removed from the patient. Then a guidewire was exchanged to a 0.035 non-bsc guidewire and the eluvia was delivered to the lesion. Then stent deployment was attempted but it became unable to deploy after 30% of the stent was deployed. The stent was attempted to be removed together with the delivery catheter but the distal end of the stent did not move. When the system was pulled forcibly, the distal end of the stent fractured. The system could be removed from the patient by disassembling it. Since 0.035 guidewire was being passed through the stent, a mustang balloon catheter was advanced through the stent and performed dilatation. A new eluvia stent was deployed inside the fractured distal stent and the procedure was completed. There is no change in the current patient condition and the patient was already discharged from the hospital.

Manufacturer narrative:
Initial reporter facility name: (B)(6), liver disease department.

Event description:
It was reported that the stent elongated during deployment. A 6x120x130 eluvia drug-eluting vascular stent system was selected for a percutaneous transluminal angioplasty (pta) procedure in the 100% stenosed lesion located in the moderately tortuous and calcified left superficial femoral artery (sfa). During the procedure, the device was advanced into the patient over a non-bsc guidewire. The physician had difficulties deploying the stent and it was noted the stent was stretched. An additional eluvia stent was placed inside the stent due to the stretched stent. There were no patient complications reported.